Event description:
Event description guidant received information that this transvenous defibrillaion lead exhibited >125 ohm pacing impedance. To date, there have been no symptoms associated with this clinical observation.